Event description:
Boston scientific received information that this lead dislodged post implant. Surgical intervention was performed and lead impedance values of 1700-1800 ohms were noted. The field representative consulted with boston scientific technical services (ts), and normal impedance ranges for the lead were noted to be up to 2000 ohms. At this time, evidence suggests the lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.